Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, it was a deep stick and a cuff miss occurred. A second perclose proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reported to be trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.